Manufacturer narrative:
Upon inspection, the baxter technician found the emergency stop button needed to be replaced. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The baxter technician replaced the complete control box to resolve. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of an emergency function in an operative were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
On 13-jan-2026, a other health care professional contacted technical service to report that golvo 7007 es (product code p2000010, serial number (B)(6)), had emergency stop button broken. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.